Event description:
It was reported that a volume discrepancy occurred. The expected volume was 5ml while the actual volume was 0ml. It was reported that at the last three refills there was ¿always at least¿ a 5ml difference between the residual volume aspirated and the expected volume. It was noted ¿always 5ml less of what calculated¿. As a result of the event, explant was required. No patient symptoms were reported. The patient status was listed as ¿alive ¿ no injury¿. It was noted the health care provider (hcp) wanted the pump analyzed ¿as fentanyl 6000 mcg/ml was in the pump¿. It was later reported that the reason for the explant was due to ¿malfunctioning of the pump due to volume discrepancy and lack of real efficacy despite very high dosage of fentanyl¿. Additional patient symptoms included nausea and sleepiness which had increased in the past three months. In terms of if any troubleshooting or diagnostic testing was done, it was reported ¿the patient having seen lack of results, side effects and end of battery life asked for alternative options¿. The pump as reported was replaced with a high frequency stimulator (nevro) after a successful trail of two weeks where the patient reported excellent pain relief despite progressive reduction in their intrathecal fentanyl infusion. It was reported ¿at three months¿, the patient was much happier with their pain relief and reported pain reduction of more than 70% compared to intrathecal therapy and a much better quality of life due to cessation of side effects.

Event description:
Further, the implant, explant and event dates were provided. The event occurred when the patient came to refill the pump a discrepancy of 5.6 ml was noted between the volume calculated and volume aspirated. The patient was receiving around 3993 mcg /day and after this day was rapidly decreased to 400mcg in a couple of weeks until the removal of the pump. The solution was 6000mcg/ml of fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pump logs gathered. Initial printout showed that pump had three empty reservoir alarms occur. No past or current motor stall issues were seen in pump memory logs. 9 ml of fluid was pulled from pump in the lab. Plenty of moisture and residue was found inside of the pump. Pump tube was extremely discolored and deformed in shape. A breach in the pump tube was located about 2.3 cm from outlet. Analysis concluded pumphead/hole in pump tube/mechanical wear and pumphead/deformed pump tube.

Event description:
Additional information reported, the manufacturer's representative (rep) was meeting the health care provider (hcp) on 2014 (B)(6). Additional information reported an external pump was giving the patient treatment after the explant.